Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The compact flash card was replaced to resolve the reported issue. Customer contact reports there is no patient information available.

Event description:
The hospital reported that during a case, the unit rebooted on its own resulting in the loss of mechanical ventilation. There was no report of patient injury.